Event description:
Following implant, the pt developed an infection at the pump pocket; the pt had redness and swelling over the pump. The pt also had not had therapeutic effect since implant. The pt had pain and started vomiting (including blood) on (B)(6) 2011. At some point, the pt was sent to the hospital and released; it was unclear when. It was noted that at implant, the medication from the old pump was used to refill the new pump. The device system was used to deliver morphine and bupivacaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).